Manufacturer narrative:
Updated evaluation code, component and conclusion code.

Event description:
Philips received a complaint on the tempus pro indicating that unit does not boot up, exhibiting black screen. When power button is pressed unit will start up and get to the rdt screen freeze, and then screen goes blank. The device power button flashes and unit did not complete powering up. The device was sent to the bench for investigation. It was observed that the unit did not complete the boot cycle. The engineer investigated the device and confirmed the cause of the reported problem was trizeps board which had been dislodged from the sbc. The reported problem was confirmed. The device boots correctly after trizeps board was reseated. The device was then soaked for 24 hours to ensure the unit is working correctly. Confirmed device has been running for 24 hours with all functions working correctly. No parts required. Nbp, co2 and touch screen calibrated before returning the device to the customer. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.